Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer experienced high blood glucose 410 mg/dl and treated with manual injection of insulin. Customer stated that they did not alleging insulin pump for under delivery. The customer was assisted with troubleshooting. The device will not be returned for analysis.